Event description:
It was reported that the bottom half of the access cannula sheered off as the physician was removing the device from the patient. There was no attempt to remove the device material left behind and the procedure was successfully completed with no adverse consequences to the patient.

Event description:
It was reported that the bottom half of the access cannula sheered off as the physician was removing the device from the patient. There was no attempt to remove the device material left behind and the procedure was successfully completed with no adverse consequences to the patient.